Event description:
Baby that was on ncpap was being transferred to another nursery. For transport, the baby was on nasal cannula. Upon arrival to the other nursery, the enduser attempted to place the baby back on the ncpap. The end-user didn't realize that pressure was not being delivered when attempted to re-attach patient to the ncpap device. This caused the baby to "collapse with marked desaturation and bradycardia". Cardiac massage and bag and mask ventilation occurred for 2 minutes.

Manufacturer narrative:
In april 2006, in an effort to improve the reliability of the heated wire portion of our patient circuits, we instituted a desgin change to that heated wire sub-assembly. All patient circuits manufactured after that time incorporate that change.